Event description:
A 6 fr proglide became entrapped in l common femoral artery, requiring cutdown and repair of common femoral artery. The proglide found to have the plastic distal portion completely separated from the metal proximal portion. Ref MFR. # 2024168-2016-01112.